Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer reported that the universal cannula seal was disposed. The complaint was not confirmed by failure analysis since the product was not returned. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the universal cannula seal detached from the cannula seal, causing loss of insufflation. The procedure was completed using stryker insufflation. There were no reports of patient injury.